Event description:
It was reported that following a coronary artery stenting treatment procedure the patient developed in-stent restenosis. The patient presented with symptoms of unstable angina pectoris. Vascular access was gained via the right femoral artery. The 70% stenosed target lesion was located in the first obtuse marginal (om) artery. The circumflex (cx) and om artery were pre-dilated with a 2.25x15mm balloon. A 2.25x28mm non-bsc stent was deployed in the distal cx at 10 atms. The 2.25x12mm promus element stent was then deployed in the om at 10 atms. A 3.0x33mm non-bsc stent was then placed in the mid cx at 12 atms. Procedure was completed with good angiographic results with timi-iii flow. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, the patient was readmitted. Angiography revealed in-stent restenosis of the 2.25x12mm promus element stent deployed in the om. The patient status is stable.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).